Event description:
"While the physician was going to complete step 3 of the deployment of the relaypro thoracic aortic stent graft, the physician noted it was very difficult to complete the step 3 and deploy the proximal clasp. The physician had his scrub tech stabilize the device by the handle as he utilized a significant force to complete step 3; it was confirmed the device was free and the physician finalized the case. During the issue and after the case the physician asked if the trigger had failed would he have to do a thoracotomy to explant the device." Patient outcome - "there were no injury to the patient this time, as noted above the physician wanted to understand if the solution was a thoracotomy if he was unable to free the wire and complete step 3; very possible chance of slow down of use of this product by this physician as this was a very concern event with the physician as a new user and understanding of the consequences if the wire was not able to release."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"While the physician was going to complete step 3 of the deployment of the relaypro thoracic aortic stent graft, the physician noted it was very difficult to complete the step 3 and deploy the proximal clasp. The physician had his scrub tech stabilize the device by the handle as he utilized a significant force to complete step 3. It was confirmed the device was free and the physician finalized the case. During the issue and after the case the physician asked if the trigger had failed would he have to do a thoracotomy to explant the device." Patient outcome - "there were no injury to the patient this time, as noted above the physician wanted to understand if the solution was a thoracotomy if he was unable to free the wire and complete step 3. Very possible chance of slow down of use of this product by this physician as this was a very concern event with the physician as a new user and understanding of the consequences if the wire was not able to release."